Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio evaluated the removed system and memory pcb assemblies at the failure analysis center and was unable to duplicate the reported failure. Additional extensive testing was unable to determine further cause for the reported problem.

Event description:
It was reported that the device displayed the "service" message and locked up during a patient use. The patient was transferred to a second ambulance and transported to the hospital. The device use had no adverse effects on the patient. There were no further details on the event and/or the patient provided.